Manufacturer narrative:
U.s. Customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Patient sample was collected and got a negative result for genexpert. They run the same sample in biofire rp2.1 and had rsv positive. After that, customer retested the sample within genexpert and got negative result again. On (B)(6) 2023, patient sample was collected. Initial test- on (B)(6) 2023, sample was processed following pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative, flu a negative, flu b negative and rsv negative. Rsv does have CT 38.4 and endpt 157. Retest 1- customer ran the same sample on biofire rp2.1 and received the result rsv positive. After biofire showed rsv positive, customer retest the same sample from before at genexpert. Retest 2- on (B)(6) 2023, same sample was processed following pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative, flu a negative, flu b negative and rsv negative. Rsv on this test CT 0.0 and endpt 39. Samples were inverted for about 3-4 times, use sterile pipette to transfer into cartridge. Both results were reported to physician. Samples were stored at room temperature. Sample was not frozen at any point. Customer was not able to provide information on what time sample was collected, if patient was symptomatic or if patient was under any treatment when the sample was collected. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Patient sample was collected and got a negative result for genexpert. They run the same sample in biofire rp2.1 and had rsv positive. After that, customer retested the sample within genexpert and got negative result again. On (B)(6) 2023, patient sample was collected. Initial test on (B)(6) 2023, sample was processed following pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative, flu a negative, flu b negative and rsv negative. Rsv does have CT 38.4 and endpt 157. Retest 1 customer ran the same sample on biofire rp2.1 and received the result rsv positive. After biofire showed rsv positive, customer retest the same sample from before at genexpert. Retest 2 on (B)(6) 2023, same sample was processed following pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative, flu a negative, flu b negative and rsv negative. Rsv on this test CT 0.0 and endpt 39. Samples were inverted for about 3-4 times, use sterile pipette to transfer into cartridge. Both results were reported to physician. Samples were stored at room temperature. Sample was not frozen at any point. Customer was not able to provide information on what time sample was collected, if patient was symptomatic or if patient was under any treatment when the sample was collected.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Patient sample was collected and got a negative result for genexpert. They run the same sample in biofire rp2.1 and had rsv positive. After that, customer retested the sample within genexpert and got negative result again. On (B)(6)2023, patient sample was collected. Initial test on (B)(6)2023, sample was processed following pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative, flu a negative, flu b negative and rsv negative. Rsv does have CT 38.4 and endpt 157. Retest 1- customer ran the same sample on biofire rp2.1 and received the result rsv positive. After biofire showed rsv positive, customer retest the same sample from before at genexpert. Retest 2- on (B)(6)2023, same sample was processed following pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative, flu a negative, flu b negative and rsv negative. Rsv on this test CT 0.0 and endpt 39. Samples were inverted for about 3-4 times, use sterile pipette to transfer into cartridge. Both results were reported to physician. Samples were stored at room temperature. Sample was not frozen at any point. Customer was not able to provide information on what time sample was collected, if patient was symptomatic or if patient was under any treatment when the sample was collected. This is a case whereby rsv is detected by biofire but negative by xpert xpress cov-2/flu/rsv plus. Review of the data shows rsv amplification but above the CT cutoff and resulted as negative. Unable to confirm other data as after multiple attempts, customer was unable to be reached for follow up. The likely root cause in this case is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.